Manufacturer narrative:
Analysis remains ongoing. Another report will be submitted pending completion of the analysis process.

Event description:
It was reported that three days post implant, this lead was confirmed via x-ray to have dislodged. The physician decided to reposition the lead however helix retraction was difficult; although eventually retraction was successful. The lead was then repositioned and tested with acceptable measurements via the pacing analyzer; however when the lead was attempted to be re-secured, helix functionality was again challenging and the product was removed. The lead was returned for analysis. Another lead of the same model type was successfully implanted with no resulting adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was attempted to be repositioned and ultimately, explanted. The lead tip was without anomalies, thus the dislodgement allegation unable to be confirmed.

Event description:
It was reported that three days post implant, this lead was confirmed via x-ray to have dislodged. The physician decided to reposition the lead however helix retraction was difficult; although eventually retraction was successful. The lead was then repositioned and tested with acceptable measurements via the pacing analyzer; however when the lead was attempted to be re-secured, helix functionality was again challenging and the product was removed. The lead was returned for analysis. Another lead of the same model type was successfully implanted with no resulting adverse patient effects.